Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.7, lab: 4.8. Customer medication was increased due to low result on inratio prior to comparing on inratio at doctor's office. On (B)(6) 2010, customer got 1.7 on home inratio and 2 hours later got 4.8 on inratio at doctor's office. Therapeutic range 2.0-3.0. Pt received new meter (B)(4) and is still having correlation issues: (B)(6) 2011 - lab draw inr = 3.4; (B)(6) 2011 - tested on meter 2x within 6 minutes of each other (after batteries were changed) and used different finger inr = 1.2, 1.3 then went to get a lab draw within the hour inr = 2.7. Old strip lot (#235737) was used because new meter was received first.